Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction of the drawer 6 enhanced full height cubie drawer was caused by damaged rails. To rectify the problem, the field service engineer replaced the damaged rails. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a malfunction with drawer 5w-2, thereby preventing the user from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.